Manufacturer narrative:
No RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown at this time. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. A letter was received from the (B)(4) examiner. The consumer alleges that two wheels flew off her scooter as she was riding it. It is unknown at this time if it is an invacare scooter. Unspecified injury.

Event description:
Received letter from (B)(4) claims examiner alleging another letter was attached from attorney alleging an injury when his client was riding her scooter and two wheels flew off. Unspecified injury alleged.